Event description:
It was reported that after placement of the port, the catheter detached and migrated to the pt's right ventricle. The catheter was successfully removed in radiology. There were no pt complications.